Manufacturer narrative:
The pipeline flex with shield (ped2) braid was returned without the pushwire. The reason for the pusher not returning was not provided. The ped2 was decontaminated. The braid ends were found to have frayed damaged and not fully open. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿failure/incomplete open¿ was confirmed. It is likely the damage found with the braid contributed to the event. Damage can occur if the device is re-sheathed more than recommended two times. However, the cause for the damage could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex with shield device did not open during a procedure. The patient underwent embolization treatment with flow diversion. The patient had three aneurysms in the left internal carotid artery: one cavernous, one ophthalmic and one of the communicating segment. It was unruptured saccular cavernous 7mm5mm, ophthalmic 5mmx4mm, communicating 4mmx3mm, landing zone distal 3.75mm proximal 4.5mm. The vessel was normal tortuous. It was reported that the pipeline mesh had an atypical behavior, showing stretching, even in the face of various maneuvers for proper expansion. The device was removed and a new flow diverter was used to treat the patient. There were no patient symptoms or complications associated with this event. No patient injury was reported. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated per the IFU. No medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead or extend patient hospitalization. Dual antiplatelet treatment administered.